Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and upon device testing, no capture was observed. Through a chest x-ray, it was confirmed that the patient had taken a fall which had resulted to the dislodgement of the leads. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and upon device testing, no capture was observed. Through a chest x-ray, it was confirmed that the patient had taken a fall which had resulted to the dislodgement of the leads. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was kept by the hospital.

Manufacturer narrative:
Revision to fields b5 describe event or problem, f10 patient codes (1) and impact codes (3), and h6 patient codes (1) and impact codes (3). This supplemental report has been created to capture additional information and information correction.